Event description:
Device 2 of 2 (refer to manufacturer's report number 1627487-2008-00012 for device 1).

Manufacturer narrative:
Evaluation for device 2 or 2 (refer to manufacturer's report number 1627487-2008-00012 for device 1). Eval: device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Ans, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans, inc. Defers to the patient's physician regarding medical history.